Event description:
It was reported that the user was unsure whether a meal announcement was made and device data review confirmed no meal announcement occurred. No reported adverse clinical effects. Outcomes included no reported impact to activities of daily living and no medical intervention. Investigation included device data/log review and user support with education. Investigation of this case revealed use error related to missed meal announcement and successful reinforcement of correct operation using the meal announcement icon and history functions. It was concluded that the device functioned as designed and that user education addressed the issue.